Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvéderm volbella® xc in the lips. About a week and a half later, the patient was then injected with restalyne in the same spots the volbella was injected. Nodules appeared in the lips and left nasolabial fold around this time. Over 4 months later, hylenex was injected into the affected area, but event is ongoing.